Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/18/2017. Device evaluation: the sample was inspected by a qualified final inspection operator using 12x microscope magnification. It could be seen that the optic was damaged and torn. There were no further anomalies. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Give date: (B)(6) 2017; therefore entered (B)(6) 2017 as the best estimate. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was implanted and then explanted during a secondary surgical procedure. It was reported that the lens subluxed and fell out of place. No additional information was provided to abbott medical optics.